Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomalies were noted. The following physical damage was also found: minor scratches on the lcd window and cracked casing at the display window corners.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; while programming a bolus the customer's menu scrolled without additional button presses. The patient's blood glucose at the time of incident was 159 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.